Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 29-year-old female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included breast cancer, chronic cholecystitis, yeast infection, abdominal pain, nausea, vomiting, rectal pain, urinary frequency, joint pain, lyme disease, anxiety disorder, eating disorder, menses irregular and migraine. Concomitant products included anastrozole, goserelin acetate (zoladex), lamotrigine, medroxyprogesterone acetate (depo provera) since 1999 to (B)(6) 2009 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type:vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety depression & mental anguish"), depression ("psychological or psychiatric problems condition: anxiety depression & mental anguish"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), hypersensitivity ("rash/skin condition"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with lorazepam and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, genital haemorrhage, bacterial vaginosis and vaginal discharge had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, dysmenorrhoea, weight increased, alopecia, hypersensitivity and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: recieved treatment for: pain, bleeding, bacterial vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyamenorrhoea, pelvic pain, abdominal pain, dyspereunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs recieved. Bacterial vaginosis, vaginal discharge, genital bleeding, post procedural complication, rash/skin condition were added. Outcome for pain, bleeding and bacterial vaginosis and vaginal discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a (B)(6) year old female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included breast cancer, chronic cholecystitis, yeast infection, abdominal pain, nausea, vomiting, rectal pain, urinary frequency, joint pain, lyme disease, anxiety disorder, eating disorder, menses irregular and migraine. Concomitant products included anastrozole, goserelin acetate (zoladex), lamotrigine, medroxyprogesterone acetate (depo provera) since 1999 to (B)(6) 2009 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type:vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety depression & mental anguish"), depression ("psychological or psychiatric problems condition: anxiety depression & mental anguish"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). The patient was treated with lorazepam and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, dysmenorrhoea, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Date or removal were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.